Event description:
It was reported via repair work order that the power cord sheathing was cut and had exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.